Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/01/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic-assisted hysterectomy, the device jaws were difficult to re-open when they were applied to tissue. The surgeon stopped using the device and opened another device of the same type to continue the procedure.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/02/2016.

Manufacturer narrative:
(B)(4). Date of follow-up report : 03/02/2016. Date of 2nd follow-up report : 03/14/2016. The jaws of the incident device had tissue between them and were stuck shut. The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.